Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity upgrade, it was noted that the device went into backup mode and the patient experienced transient phrenic nerve stimulation. The firmware software was downloaded and normal function was restored. Further information was requested but not available yet. The patient was stable.